Manufacturer narrative:
Please note hde number h230007. According to reports from the protect study, patient experienced a serious adverse event (sae). Amds 40-30, lot# 2459120g procedure date: (B)(6) 2021 detailed description of event: (s)ae#12. Sequence number: 12 event onset date ¿ 02feb2021 is the event ongoing? No event end date ¿ 04feb2021 was this event expected? No. Event: vascular arch branch vessel occlusion describe event: stenosis of the left renal artery due to dynamic compression by the intima flap. Indicate relation to amds device? Possibly did a pre-existing condition or the acute disease cause or contribute to the event? Yes please specify pre-existing disease: debakey type a dissection. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes. Is the subject hospitalized due to this ae? No. Did device malfunction or deteriorate in characteristics or performance? No could this event have led to death or serious deterioration in health had suitable intervention not occurred? Yes did the subject exit the study? No event outcome ¿ resolved was there any treatment for the event? Yes. Treatment related to event related ae - #12 ¿ event vascular ¿ event onset date 02feb2021. Identify the type of treatment: percutaneous. Was dialysis done? No is amds removed? No. This event is relegated to amds 40-30, lot# 2459120g for stenosis of the left renal artery. The manufacturing records for the amds 40-30, lot# 2459120g were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. The complaint indicates the patient experienced an adverse event that is ¿unlikely¿ related to the amds device and ¿probably¿ related to the implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient is a 79-year-old male who had an amds 40-30 (serial #/lot #: (B)(6) implanted on (B)(6) 2021. Adverse event # 8 reported in complaint (B)(4) (1063481-2025-00007) as a ¿bleeding anaemia, administration of 2 erythrocyte concentrates¿ with an onset date of 08feb2021 (17 days post-op) and an end date of (B)(6) 2021. The event led to a serious adverse event due to ¿medical or surgical intervention to prevent impairment of a body structure or function¿. Medical treatment was provided, and the event outcome was categorized as resolved. It is important to note that amds device was not removed due to this event, as there were no notable device malfunction or deterioration in characteristics or performance. Adverse event # 12 reported in complaint (B)(4) as ¿stenosis of the left renal artery due to dynamic compression by the intima flap¿ for the same patient (dhz-046). The event onset date was 02feb2021 (11 days post-op) and end date (B)(6) 2021. The study investigator deemed the event as possibly related to the device and/or procedure. However, it was indicated that the pre-existing condition or acute disease may have caused or contributed to the event. The event led to a sae as the patient received percutaneous treatment, indicated as ¿stent¿ for this event. It is important to note that amds device was not removed due to the event, as there were no notable device malfunction or deterioration in characteristics or performance. Additional information on the patients ecrf reveals the patient has a medical history of aneurysm (ascending aorta) and cancer (testicular carcinoma). CT scans from discharge (B)(6) 2021 were provided by the protect study team: the CT images were reviewed by an artivion representative, and the following significant findings were detailed on the diagnostic imaging form: amds stent strongly compressed in the middle section, dissection extends further distally lra with calcific plaque on the ostium and renal artery dissection can lead to renal infarction. The artivion imaging reviewer agreed with the complaint description. No additional information is forthcoming. Upon completing a review of the available information, there is not enough information to determine what, if any, contribution the amds device or procedure had on the reported adverse events. The reported stenosis of the left renal artery is likely due to the continuation or extension of the preexisting dissection. Of note ¿hemorrhage/bleeding¿, ¿renal insufficiency¿, and ¿dissection, perforation, or rupture of the aortic vessel & surrounding vasculature¿ are listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Per artivion¿ s complaint and recall query form, no additional complaint was identified in the lot number query and no recalls were identified. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Manufacturer narrative:
Please note hde number: h230007. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Event description:
Patient: (B)(6) ae#: 12. According to reports from the protect study, patient: (B)(6) experienced a serious adverse event (sae). Amds 40-30, lot#: 2459120g, procedure date: on (B)(6) 2021, patient identifier no.: (B)(6), detailed description of event: (s) ae#: 12. Sequence number: 12, event onset date: 02feb2021, is the event ongoing? No, event end date: 04feb2021, was this event expected? No. Event: vascular, arch branch: vessel occlusion, describe event: stenosis of the left renal artery due to dynamic compression by the intima flap, indicate relation to amds device? Possibly, did a pre-existing condition or the acute disease cause or contribute to the event? Yes, please specify pre-existing disease: debakey type a dissection. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes. Is the subject hospitalized due to this ae? No. Did device malfunction or deteriorate in characteristics or performance? No. Could this event have led to death or serious deterioration in health had suitable intervention not occurred? Yes. Did the subject exit the study? No. Event outcome: resolved. Was there any treatment for the event? Yes. Treatment related to event, related ae #: 12 ¿ event vascular ¿ event onset date 02feb2021, identify the type of treatment: percutaneous, was dialysis done? No, is amds removed? No. This event is relegated to amds 40-30, lot#: 2459120g.